Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date, and with unknown blood glucose level. Other blood glucose value was 20 mg/dl and 145 mg/dl. Customer was in emergency room as a result of low blood glucose level. It was unknown whether the customer was using the auto-mode feature. The insulin pump will be returned for analysis.